Event description:
It was reported that the inner portion of the t- handle was broken off and could not disengage 9mm trial. He used a mellet to trial the 9mm in the disc space (which is his normal procedure). The trial did not get damaged.

Manufacturer narrative:
Method: device inspection and device history review. Results: the handle was confirmed to have a fractured inner shaft upon visual inspection. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the plausible root cause of the reported event is normal material wear based on the age of the device.

Event description:
It was reported that the inner portion of the t- handle was broken off and could not disengage 9mm trial. He used a mellet to trial the 9mm in the disc space (which is his normal procedure). The trial did not get damaged.